Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint could not be confirmed. It was found that the downstream occlusion(dso) seal was detached from device. The dso seal was replaced.

Event description:
It was reported that the devices' downstream occlusion (dso) seal was damaged. There was on patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available